Event description:
It was reported that the user was having issues with a pump and/or cassette. While priming a new pump with a new cassette, it was alarming occlusion error. After attempting multiple troubleshooting measures, a used pump and different style cassette were used instead. No patient injury was reported.

Manufacturer narrative:
No additional information has been received to date. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.